Event description:
Customer reported the bedrock was stuck in a boot loop. Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under other country law, patient information is considered confidential and will not be released by the hospital.